Manufacturer narrative:
Based on the information received and the visual and functional analysis results, no conclusion could be reached as to what may have caused the reported incident. It was noted that the instrument was fully loaded with staples however, the breakaway washer was fully cut. The adjusting knob was cycled several times with the anvil on and off the instrument. There were no difficulties noted with the indicator moving into firing range. The instrument was then reloaded with staples and fired and formed staples as designed with no difficulties noted and the indicator moved into firing range as designed. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
During a sigmoid procedure, the surgeon walked through the proper steps to fire this instrument, there was no indicator that came into view on the gap. The anastomosis leaked. Rep and surgeon were able to remove the distal end of the stapler and they opened a new stapler and reconnected it the anvil head.